Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump went into threshold suspend mode due to inaccurate sensor glucose readings. The sensor glucose reading was 40 mg/dl compared to the blood glucose reading of 144 mg/dl. Customer reported that for the past 4 to 5 months, the sensor glucose was high in the 150 mg/dl range, while the blood glucose was 30 mg/dl. Customer reported that the week prior to the call he passed out at work and was treated with cola by his coworker. Customer completed troubleshooting. Nothing was replaced or returned.